Event description:
The surgeon experienced issues with the inconsistent meshing of 2 separate packages of allograft. Allograft with issue isolated and not used on patient. FDA safety report ID # (B)(4).